Event description:
The instrument was open during the case. When the surgeon was ready to use it, the surgeon and the scrub tech noticed a piece of metal hanging from the locking mechanism. The surgeon decided not to put the patient at risk and requested to change the device. The second device was opened, inspected, and no problem found. The patient was free of risk or complications. It is unknown whether the new device was of the same or a different lot.